Event description:
It was reported that placement of three proglide sutures were attempted in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of two proglide devices were defective and the sutures of a third proglide device was missing. The method used to achieve hemostasis was not reported. As the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the guide and sheath were broken off at the suture bearing and not returned. Also, the suture, link and cuffs were not returned. Based on the reported information and the inspection criteria a definitive cause for the reported event and associated patient effects cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.